Event description:
It was reported by service report that the foot end wheel would not lock. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Internal damage to caster.